Event description:
An aneurx stent graft sys was implanted into a pt for the endovascular treatment of an 8 mm abdominal aortic aneurysm. Vessel morphology of the aortic neck was reported severely tortuous with two turns that have 60 degree angulations. The vessels have disease progression resulting in aortic neck dilatation. The aortic neck has expanded from 25mm to 27-32 mm with a reverse funnel shape. It was reported that the pt presented emergently with sever abdominal and back pain to the emergency room. The CT demonstrated that the stent graft has migrated approx 37 mm from initial implantation resulting in a proximal type I endoleak. The abdomen was opened surgically and a standard hemashield graft was sewn to the remaining proximal aortic neck and connected to the aneurx limbs via a suture line. No endovascular repair was available due to the increase in the aortic neck dilatation as determined by the physician. The surgical procedure was successful. No add'l sequelae were reported and the pt is stable.